Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Zip code is not indicated at this time. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon opening an intraocular lens (iol), one of the haptics was excessively bent and shorter than the other haptic. The lens was not implanted. The patient is provisionally aphakic. Additional information was requested.